Event description:
While attempting to defibrillate a patient the device displayed "bridge test failed" and "pacer fault 117" messages. Clinician obtained another device to continue treating the patient. Patient subsequently expired.